Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the drive support cap was uneven. The customer also reported that the insulin pump was not working. The customer's blood glucose was 248 mg/dl at the time of incident. The customer's blood glucose was 98 mg/dl at the time of call. The customer stated that they treated the high blood glucose with manual injections. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
The drive support disk was inspected and no anomaly was noted. The pump was received with all operating currents within specification and passed the functional testing, including the rewind, self-test, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The pump was programmed with a 2.0 unit basal rate and was monitored for three days. Several boluses were also delivered. The pump delivered properly all bolus and basal profiles. All bolus and basal profiles were properly recorded at the bolus, basal and daily total history screens. No bolus or basal anomalies were noted. The pump had minor scratches on the lcd window, a cracked case at the display window corners and a cracked reservoir tube lip.